Event description:
It was reported the pt experienced intermittent stimulation and a loss of therapeutic effect. The pt receives stimulation in the arms but not in the legs. The pt's symptoms included burning and pre-existing pain. There is no known accident or incident related to this complaint. The pt has tried to adjust the stimulation, but does not receive pain relief. The patient outcome is unk.